Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B)(4): the full lead was returned and analyzed and revealed the following: the helix disengaged from helical channel and the inner tubing kinked/buckled along with blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant after placing the lead several times the helix on the lead would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. The device is part of the advisory for this model.